Event description:
The customer reported to olympus, the evis exera iii bronchofibervideoscope had fluid invasion. The issue was found during reprocessing. The customer asked for an endoscopic support specialist (ess) to come observe the reprocessing and found that it was incorrectly reprocessed. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The ess observation found that the customer only immersed the insertion tube during leak testing, but not the rest of the scope. The leak tester was not inspected to make sure it was dry befire being connected to the valve on the scope. The scope was not removed from the water before the leak tester was disconnected. The leak tester was not kept on the scope if a leak was found. A handheld leak tester (wa23080a) was used. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified as the device was not returned. It is likely the event occurred due to a difference in the handling of equipment and recognition of reprocessing procedures between olympus' recommendations and the facility in question. The event can be detected/prevented by following the instructions for use (IFU) which state: "an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Leakage testing of the endoscope in the IFU also describes how to conduct a leak test with mu-1 and mb-155. Olympus will continue to monitor field performance for this device.